Event description:
Medtronic (covidien) received information regarding a product. During an embolization procedure, it was reported that there was approximately 1cm of onyx reflux past (proximal) the detachment zone. There was difficulty pulling out the catheter, but the tip did eventually detach in the intended vessel. Upon pulling the catheter out the dark orange sleeve that covered the detachment zone on the apollo was not on the catheter anymore. It had fallen on the table when the catheter was pulled out of the dac (distal access catheter). A significant amount of onyx reflux was seen past the proximal marker and detachment zone (about 1cm). It was noted that the apollo catheter was in good working condition and no resistance was observed during the injection of the onyx. The patient's anatomy was tortuous. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00161.

Manufacturer narrative:
The catheter was returned for evaluation with the ldpe engage tubing separated. Onyx was found within the catheter hub. The distal shaft tubing material distal of the fuse joint exhibited with stretching and necking indicating that the catheter was stretched with a force exceeding the tensile strength of the tubing material. In addition, the ldpe coupling tube was found to be separated from the catheter. This is likely due to the use of an incompatible guide catheter. 044 dac ("guide catheter"). Note: per the apollo IFU (instructions for use): "leave a gap between the onyx les reflux and the proximal marker band. Excessive reflux may result in difficult catheter removal." In addition: "it is recommended that a guiding catheter with a minimum internal diameter of 0.053" (1.35 mm) be used with the apollo onyx delivery micro catheter." Catheter separation. (B)(4).